Manufacturer narrative:
Follow up 23-nov-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had bleeding (interpreted as genital bleeding) after having essure (fallopian tube occlusion insert) inserted. Due to this, she underwent an uterine ablation. This event was considered serious by the reporter and is listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Therefore, given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. Additional non-serious event was reported. Reporter mentioned disability or permanent damage as event outcome but not specified and/or assigned to one of the events. This case was regarded as incident due to required intervention (uterine ablation). Based on the available information, there is no reason to suspect a quality deficit of the product. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043569) in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Consumer stated that after essure, she started having very painful menstrual cycles; the cramps were unbearable. She had very bleeding to the point she would have to wear a tampon and a pad (not to bleed through her clothing). Then she had a second surgery uterine ablation to help with these problems. After surgery, she still had bad cramps and bleeding returned. An injury (disability or permanent damage) was mentioned as event outcome but not specified and /or assigned to one of the events. Follow-up information received on 20-aug-2015: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had bleeding (interpreted as genital bleeding) after having essure (fallopian tube occlusion insert) inserted. Due to this, she underwent an uterine ablation. This event was considered serious by the reporter and is listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Therefore, given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. Additional non-serious event was reported. Reporter mentioned disability or permanent damage as event outcome but not specified and/or assigned to one of the events. This case was regarded as incident due to required intervention (uterine ablation). Based on the available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.